Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: device return date. The drill bit (part # 03.010.104, lot # 9464394, mfg # 08-jun-2015) was received at us cq with the distal drill bit broken obliquely along the threaded portion of the device. This is consistent with the reported complaint condition, thus confirming the complaint. No x-rays were returned to us cq therefore the condition of embedded device could not be confirmed. Dimensional analysis was not performed as relevant features could not be measured due to post manufacturing damage. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.010.104. Lot: 9464394. Manufacturing site: bettlach. Release to warehouse date: 08. June 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The used material 440a was according iso-7153 specifications for stainless steel. The hardness test was reviewed and the measured hardness after the heat treatment process was within the specification of 52 +3/0 hrc.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant medical products: therapy date is (B)(6) 2019. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an anteroposterior block in the retrograde technique of antegrade/retrograde femoral nail and by freehand. During the drilling of the blocking ap in the retrograde technique of anterograde/retrograde femoral nail (arfn), two (2) drill bits were used. The first was manipulated by the surgeon who acknowledges having levered forcing the rotation until the drill bit broke, remaining approximately one (1) cm between the cortical and the ap block hole proximal to the patient. The surgeon uses the other drill bit similar batch to try to extract the initial fragment, this last one being forced and also broke. It took ten (10) minutes as surgeon tried to remove the fragments, however removal was not successful. The fragments of the drill bits remained in the patient. There was an approximately fifteen (15) minutes surgical delay. Backup devices were used to complete the procedure. The procedure was successfully completed and the patient was stable. Concomitant device reported: drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 4.2mm three-fluted drill bit. This is report 2 of 2 for complaint (B)(4).